Event description:
Additional information received that the physician managed to pull out the coils stuck in the catheter. The cause of the resistance and difficult placement was determined to be because the coil couldn't advance. The coils came out of the introducer sheath smoothly. The catheter used was a progreat 2.2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID nv-2-8-helix (lot: 225707688); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two coils encountered resistance and got stuck in the middle of the catheter and that there was difficult placement of one coil. It was noted the patient's vessel tortuosity was normal. It was reported that the catheter was not damaged and it was unknown if the nv-2-8-helix, lot 227097383 was damaged. Nv-2-8-helix, lot 225707688 was not damaged. Nv-2-8-helix, lot 227097383 was not implanted at the intended location. There were no additional steps/surgical intervention required to remove or secure the coil. The device did not jump during deployment and the vessel was not damaged. The tip of the catheter did not move during deployment. The aneurysm did not rupture. The customer changed to 2x4mm coils and managed to deploy. The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). It was unknown if any patient symptoms or complications were associated with this event.